Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/07/2026, it was reported that the patient experienced inaccurate cgm values. Of note, the patient was using an omnipod 5 pump at the time of the event. At approximately 3:00 am, the cgm displayed an estimated glucose value of 400 mg/dl, while a fingerstick blood glucose (fsbg) test showed 200 mg/dl. At approximately 6:00 am, the patient experienced shakiness, sweating, and numbness of the mouth and sought medical attention. The patient was transported to the emergency department (ed) by a friend and remained there for approximately 4 hours, during which IV fluids were administered. While in the ed, the patient's cgm continued to display glucose values ranging from 380¿400 mg/dl, whereas healthcare professional-obtained fsbg readings ranged from 180¿200 mg/dl. At the time of the event, the patient's insulin pump was automatically adjusting insulin delivery based on cgm readings. The patient received IV fluids, recovered from the event, and was reported to be doing well, with ongoing monitoring as part of continued care. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.